Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - it is reported the patient's leg had been broken before and had a plate which had been removed. The original parts are unknown as they were discarded. The prior surgery was not done at the reporting facility. This complaint is the result of a recent patient fall not associated with the previous condition, the surgeon had to put in longer stem past the fracture.